Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rd set sensors do not pick up readings as easily as lnop sensors. The tape are not as sticky compared to lnop sensor tape. The cable portion of the sensor does not seem durable according to the nurses. The sensor unintentionally disconnects from the cable too easily. The sensor/cable connection is bulkier and heavier compared to the lnop and it torques the sensor away from contact with the patient's skin. No known impact or consequence to patient.